Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a lack of insulin flow through the infusion set tubing was observed. Cause was not known. Customer suspected that infusion set could be compromised; however, could not confirm an issue. Customer's blood glucose (bg) ranged from mid to high 400 mg/dl and ketone level was large. Correction bolus and insulin injections were administered to address bg. Customer felt nauseous and was vomiting. Customer went to the emergency room and was admitted to the hospital on (B)(6) 2018 for diabetic ketoacidosis (dka). Ketones were considered as being dangerous/life threatening by a healthcare provider. Intravenous insulin/fluids were administered. Elevated bg/ dka were resolved and customer was discharged on (B)(6) 2018 with no permanent damage. Reportedly, customer was using fiasp insulin. Tandem technical support informed customer that fiasp was not labeled for use with the pump.